Manufacturer narrative:
Device evaluated by MFR. The device was not returned for analysis, however a picture was provided. Visual inspection observed detached/separated in the imaging window near to lapjoint as well a kink was observed in the sheath assembly.

Event description:
It was reported that sheath detachment occurred. The target lesion was located in the moderately tortuous and moderately calcified coronary artery. An opticross imaging catheter was introduced for visualization. However, the catheter was peeled out on primary shaft. The procedure was completed with another of same device. There was no patient injury was reported.

Event description:
It was reported that sheath detachment occurred. The target lesion was located in the moderately tortuous and moderately calcified coronary artery. An opticross imaging catheter was introduced for visualization. However, the catheter was peeled out on primary shaft. The procedure was completed with another of same device. There was no patient injury was reported.

Manufacturer narrative:
Device evaluated by MFR. The device was returned for analysis. During visual inspection kinks in the sheath assembly and imaging window detached from the lap joint section. Microscopic inspection revealed pitting and degradation of the transducer housing consistent with saline damage. Pictures of the device provided by the site were reviewed and imaging window was detached from the catheter body and a kink in the sheath assembly was noted.